Manufacturer narrative:
Age or date of birth: correction. Device identification: additional information. Concomitant medical products: correction. Only the percutaneous lead was returned. Initial reporter also sent reports to FDA: correction. Device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported low speed events, pump stops, or driveline fault alarms. However, based on previous complaint history, the events and alarms captured in the submitted log file appear to be consistent with a potential driveline compromise. A distal-end driveline replacement was performed on (B)(6) 2019 under work order# (B)(4) and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed approximately 1.5¿ through 12¿ from the metal connector. Removal of the rescue tape revealed damage to the silicone jacket approximately 3¿ through 3.5¿, 4¿, 4.5¿, and 8.5¿ from the metal connector. The bionate layer was discolored but showed no signs of damage. Examination of the metal braided shield revealed severe breakdown and fraying along the length of the driveline. Visual inspection of the wires revealed no obvious signs of breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to check integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires that would have resulted in the reported events. The account reported that following the driveline repair, the patient was placed on a grounded patient cable and experience further low speed events upon moving. Furthermore, additional information was received stating that the driveline faults did not resolve as a result of the driveline repair. The patient was placed on an ungrounded cable and remained ongoing on heartmate ii lvas until (B)(6) 2019 when the patient received a heart transplant. Heartmate ii lvas was retained by the hospital. If the device is returned at a later date, the investigation will be reopened to include the evaluation of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple driveline faults and low speed warnings. There was no pump stoppages when interrogating the device. The clinical team suspected driveline short to shield. The patient has been placed on ungrounded patient cable and has been advised to stay on the battery. The manufacturer's technical service representative reviewed the log file and observed speed drops less than the lowest speed limit on (B)(6) 2019 and (B)(6) 2019 while the device was powered by the power module. Driveline fault was also observed on (B)(6) 2019. Driveline repair was performed on (B)(6) 2019. The patient continued to experience speed drop. Specific instruction was given to the patient such as using anchor at all times for the driveline issue. Driveline fault is believed to be caused by the driveline damage and driveline repair did not resolve the issues. The patient underwent heart transplant (B)(6) 2019.